Event description:
The customer contacted beckman coulter, incorporated (bci), and reported that erroneously low na (sodium) and cl (chlorine) results had been generated by their analyzer and the datalink/dl2000 data manager system, and the results had been reported out of the laboratory. The customer indicated that a similar incident had occurred on (B)(6) 2009 but no erroneous results were released. Prior to the event, the na and cl qc (quality control) results were within the lab's established ranges. When the operator noticed that the na and cl results were running low, the qc check was run again and found to be below the lb's established ranges. The customer repeated the samples with low results and found that the na nd cl results were higher. About 15 amended reports were issued. The customer provided examples of 13 erroneous results although no sample information was provided. While there were no reports of death or serious injury related to this event, it is not known if there was any change to patient treatment associated with this event.

Manufacturer narrative:
The bci hotline representative offered to send out an fse (field service engineer) to the site but the customer declined, saying that they wanted to perform the ise (ion-selective electrode) maintenance procedure themselves first. Hotline suggested cleaning the flowcell and eic (electrolyte intake cup) since the customer had gone on vacation for weeks and upon returning to work found that the wash concentrate reagent had expired. No definitive root cause was found. This is one of 15 medwatch reports associated with this event. The related mdrs (including this one) are as follows: 2050012-2011-06260, 06261, 06262, 06263, 06264, 06265, 06266, 06267, 06268, 06269, 06270, 06271, 06272, 06273, 06274. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events.